Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found that the haptic was broken and foreign material on lens surface (fibers). Work order search: no similar complaints were reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -08.50 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted due to low vaulting. The lens was exchanged for a longer lens.